Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. It is unknown if the device is available for evaluation. If the device or further information becomes available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that an intermate was found to be destroyed in the case upon delivery. There was no patient involvement; therefore there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.